Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. The customer stated that when she pressed b button, then act to put carbohydrates, when she pressed b again, everything goes blank. When customer pressed b button, she had same screen and nothing available. Customer also stated that the insulin pump suspended. Customer performed self test and it was complete, however same issue recurred. The insulin pump will be returned for analysis.